Event description:
The device was used during a colon resection procedure. Reportedly, the staples were missing. The surgeon manually completed the procedure. The hosp has reported no pt injury occurred.